Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument did not fire new clip after first clip was placed on the cystic duct.. Another instrument was used to complete the case. There was no consequence to the pt.